Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The patient reported blood glucose results of 7.8 mmol/l with a lifescan meter and 6.0 mmol/l on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds the criteria of lifescan for accuracy. This complaint is being reported because the reported results did not meet accuracy criteria of lifescan and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lifescan product has been returned to lifescan. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4): the meter was evaluated; pa was unable to reproduce the complaint. The meter was found to function properly. The test strips passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.